Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and titanium adapter which resulted in a leak of peritoneal dialysis (pd) solution. The leak was observed between the connection of the transfer set and titanium adapter during an unspecified process step. To resolve the issue, the transfer set was replaced and the titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Remove "which resulted in a leak of peritoneal dialysis (pd) solution". Update "the leak was observed between the connection of the transfer set and titanium adapter during an unspecified process step." To "the connection issue was observed during an unspecified process step." (B)(6). The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.